Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml there were connection issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the infusion joint is not connected.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml there were connection issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the infusion joint is not connected.

Manufacturer narrative:
H6: investigation summary a 2000e china product was not available for investigation; however, the customer indicates the complaint sample was from lot 22046170. The feedback provided by the customer suggests connection issues with a weigao screw infusion set; further information indicates that the weigao product had a luer lok connector. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22046170 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.